Event description:
She smelled smoke and upon entering the pt's room she noticed flames coming from the light. She evacuated the pt and discharged a fire extinguisher on the light. There were no injuries reported.

Manufacturer narrative:
The field investigation stated, "the damage appears to be centralized to the one lamp socket itself." The damage to the lampe holder is likely due to improper installation of the fluorescent bulbs. Being that, this would occur on all types (used in a medical environment or non medical enviroments) of fluorescent lighting fixtures and not isolated to only one type, hill-rom has informed its customer base to ensure proper installation of bulbs into fixturing. Report 1836145-02/272002-004 c was sent to the district office.